Manufacturer narrative:
The breast pump device that the mother used to express milk into the bottles is unk. The breast pump kits claimed to be used were either: (B)(4) symphony sterile kit; or (B)(4) symphony/lactina double sterile kit; or (B)(4) lactina double pump sterile kit; or (B)(4) universal sterile pump kit. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event at this time. Should additional information or the original product be rec'd, resulting in new, changed, or corrected information, a f/u report will be filed.

Event description:
(B)(6). A baby boy was born on (B)(6) 2009, at a hospital in (B)(6). Due to his prematurity, the baby was admitted to the special care nursery. On (B)(6) 2009, the baby's mother began using a breast pump, along with a breast pump kit, to express her breast milk into bottles. The breast milk was fed to the baby, via both bottle and nasogastric tube; some was frozen. On (B)(6) 2009, the baby was diagnosed with serratia sepsis and meningitis. The baby expired on (B)(6) 2009.